Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be elongated and outside of the required length specification. Time and cause of the soft cannula damage could not be determined. Device was also found to have executed an 0x1c alarm, indicating pump expiration time had been reached. This was confirmed against the device run time on the download data; no abnormalities seen in data graphs. Aside from the elongated soft cannula, no other damages or defects were found that could have contributed to the reported bleeding. No blood was observed on the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod for less than an hour on the arm. There was bleeding and bruising noted at the site. The patient was able to activate new pod.